Manufacturer narrative:
Relevant tests/laboratory data, including dates; corrected data: initial MDR inadvertently did not include the diagnostics and settings.

Event description:
The patient was explanted. The device has been received by livanova and product analysis is underway. No additional or relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: supplemental MDR #3 incorrectly reported the lead product analysis. The lead analysis is related to the detachment of the connector boot, reported under MFR #1644487-2019-01380. (B)(4). Evaluation codes, conclusions, corrected data: supplemental MDR #3 incorrectly reported the detachment of the lead and associated conclusion code. The detachment of the connector boot is reported under MFR #1644487-2019-01380.

Event description:
Supplemental MDR #3 incorrectly assessed that the high impedance was related to the lead detachment. While the connector boot was detached from the lead, the overall continuity of the lead was confirmed, and as such it was unlikely to be related to the high impedance previously reported. The connector boot detachment is captured under MFR report #1644487-2019-01380.

Event description:
Product analysis was completed for the generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Product analysis was completed for the lead. During a visual analysis of the returned lead portion, it was noted that there was insufficient adhesive inside the connector boot, indicating the connector boot had not been properly secured to the connector ring. With the exception of the connector boot adhesive observation, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. It was previously reported that the high impedance was likely related to the m1000 firmware, which results in a higher impedance reading when compared to the legacy devices. However, given the detachment of the lead component, the high impedance was likely related to the detachment of the connector boot. No additional or relevant information has been received to date.

Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
High impedance was found during programming history review. Design history records were reviewed for the generator. The device passed all functional specifications prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No relevant surgical intervention has occurred to date. No additional relevant information has been received to date.